Event description:
Dealer alleges the sieve beds have a cracked cap on a (B)(4) concentrator. Per independent repair center statement, the unit is alarming or red light. The unit also has a defective pe valve, defective ty wraps, defective clamps and a leaking heat exchanger.